Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. More likely t-wave oversensing (twos) then far field r-wave (ffrw) oversensing. (B)(4).

Event description:
It was reported that the patient's had far field r-wave (ffrw) oversensing on the atrial channel of the device. The device remains in use. The patient was a participant in the evaluate the amount of effective cardiac resynchronization therapy (crt) pacing during af (crtee) clinical study. No patient complications have been reported as a result of this event.